Event description:
It was reported that the stent could not be deployed in the femoral artery using the handle. The doctor had to pull back on the sheath to get stent to deploy into the planned location.